Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The infection has resolved.

Manufacturer narrative:
This report is submitted on july 4, 2022.